Manufacturer narrative:
(B)(4). Unit received with critical pump error (open book image) after battery insertion due to moisture damage on electronic board stack. Unable to verify pump error alarms due to critical pump error. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Corroded force sensor assembly and moisture damage on motor assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had trace pointers are invalid alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.